Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a partial separation at the collar, and kinks located 38mm, 45mm, 62mm and 74mm from the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 03-may-2018. It was reported the device failed to cross the lesion. A guidezilla¿ guide extension catheter was selected for a percutaneous coronary intervention. The 28x 2.75mm, 85% stenosed target lesion was located in a moderately tortuous and moderately calcified left circumflex artery. During procedure, it was noted that the device failed to cross the lesion. The device was then simply removed from the patient 's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. However, device analysis revealed a partial separation of the collar.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the fracture issue was noted after the procedure. When the nurse was packaging the device, it was fractured.